Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had total right hip arthroplasty on (B)(6) 2002. Doctor informed that patient had hip reduction approximately 3 months ago, and had been complaining about pain in hip. Doctor decided to perform revision. Upon exposure doctor found that part of hip had cracked off of insert. All components were well fixed and well aligned otherwise. Doctor removed remaining well fixed insert by breaking apart with osteotome and mallet. Unable to get information from insert due to it being removed in fragments. Doctor removed well fixed femoral head from well fixed stem, replaced insert with omnifit crossfire 10 deg. Series ii insert 32mm, and replaced head with lfit v40 femoral head 32mm x +12mm offset. This event is for revision of the primary implant.